Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a broken conductor wire. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The instrument was found to have a broken conductor wire close to the yaw pulley. The instrument failed the electrical continuity test. No thermal damage was found on the instrument components adjacent to the broken wire do not show damage. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the customer to confirm that there was no wire damage but just a loose black wire.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the black cable noticed as loose by the jaws. Bipolar energy was not working effectively. The procedure was completed with no reported injury.